Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms include redness, tenderness, and pus coming out of the site. The physician could not confirm if the infection was device or procedure related. The patient was administered intravenous antibiotics and underwent an explant procedure. The patient was reportedly doing well.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms include redness, tenderness, and pus coming out of the site. The physician could not confirm if the infection was device or procedure related. The patient was administered intravenous antibiotics and underwent an explant procedure. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.